Event description:
It was reported that a patient underwent an orthopedic surgical procedure and a drain was placed. On an unknown date, the patient experienced what the surgeon believed to be a seroma. The surgeon attempted an aspiration and could not pull out any fluid. An MRI was performed and it was found that what was thought to be a seroma was actually a cyst.

Manufacturer narrative:
(B)(4). (B)(4) - cyst occurred. Conclusion: no conclusion can be drawn. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.